Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the force sensor was out of calibration. This report is made based on the results of evaluation completed on 06/16/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/16/2014 with the following findings: the pump ezprime sequence was completed successfully and the pump was exercised for 24 hours without any issues. A force sensor calibration test was performed during testing and the force sensor was found to be out of calibration. The pump was opened and no contamination was found in the force sensor assembly. (B)(6).